Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/23/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed dust particles on the lens. Dust particles can be expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Some of the particles had a white appearance. Considering the limited amount of material, material analysis was not possible. The condition of the return sample do not suggest that the particles were introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the cosmetic inspection performed at final inspection. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows that the lens is within power specification; hence the lens met the specified cosmetic requirements. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white dot was noticed on the optic of an intraocular lens (iol) upon opening the lens case. Reportedly, the surgeon did not use the lens. No patient contact was reported. No further information was provided.